Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient presented to the clinic and noted they had experienced syncope two weeks prior. Upon review it was noted the patient had ventricular fibrillation (vf) that was treated with two shocks. Boston scientific technical services (ts) was consulted and reviewed the data. Upon review it was noted that the vf events were preceded by biventricular trigger pacing. Ts then reviewed a non-sustained ventricular tachycardia (vt) event from one month prior and found it also was preceded by biventricular trigger pacing. The physician noted that he would adjust the patient's medication and leave the biventricular trigger pacing feature on since on since it had been programmed on for approximately five years with no issues. The physician noted they may address the biventricular trigger feature if more episodes occurred. At this time the cardiac resynchronization therapy defibrillator (crt-d) remains in service and no adverse patient effects were reported.